Event description:
Left total wrist prosthesis removed and replaced due to failure. Cause of failure on pathologist's examination was that the high density polyethylene hinge showed wear. The prosthesis measured 8.5 cm by 1.7 x 0.5 cminvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: end of life - premature, material degradation/deterioration. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.